Manufacturer narrative:
Product analysis: analysis of the programmer data confirmed that during a sensing test, the programmer would not display p/r wave measurements with measured values less than twenty mill-volts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a sensing test, the programmer would display the p wave, but the r wave was not displayed. The programmer remains in use. No patient complications have been reported as a result of this event.